Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.